Event description:
The perfusionist reported that during priming of the device for a cardiopulmonary bypass procedure, that when she took the centrifugal head off, she noticed that the plastic on the top of the motor (around the rim) was cracked. The unit was making a loud noise. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.